Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.

Event description:
The customer contacted heartsine to report that their device's shock button is not functional. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be corrosion on the pcba due to storage outside of the indicated conditions. Upon receipt, no status indicator was observed flashing and the device could not be powered on. This was attributed to significant corrosion on multiple components and circuitries. This had resulted in multiple failure modes including but not limited to shock key, rtc faults and likely depleted the installed pad-pak, as per the reported fault. Due to the extent of the corrosion on the pcba, the multiple failure modes this had caused, and the damage this would have caused to critical circuits, no further investigation could be carried out. Furthermore the device history log recorded negative temperatures with a low of -4.4°c which is below the minimum indicated temperature of 0°c. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device's shock button is not functional. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.